Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that stable angina occurred. In (B)(6) 2013, the subject presented with myocardial infarction (mi) and was referred for elective cardiac catheterization. Target lesion #1 was located in the mid right coronary artery (rca) with 80% stenosis and was 30mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 38mm study stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2013, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject was noted with stable angina. Angiography without revascularization was performed for further evaluation.